Manufacturer narrative:
Upon further inspection, it was found the lead to be protruding through the skin. The implanting clinician prescribed oral antibiotic treatment (type, dosage, duration unknown). On (B)(6) 2020, the implanting clinician explanted the device without complication. Based on this information, the device erosion, irritation, and infection were confirmed/replicated. The stimulator was reported to meet specifications, and the stimulator was used for the treatment of pain. Review of sterilization records verified the product was sterilized per specification. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. The cause of the infection and the erosion is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient had a follow-up appointment with the implanting clinician. On this date, the implanting clinician noted a dime-size opening at the lower incision site, which was previously healed. Also, the implanting clinician observed redness, swelling, and slight yellowish drainage from the site. Upon further inspection, it was found the lead to be protruding through the skin.